Manufacturer narrative:
Based on the complaint review performed by supervisor and lead approver on 11-aug-2016, it was determined that this complaint is confirmed due to damaged membrane. While lab analysis was unable to duplicate the issue, physical evidence of wear on the sensor's surface suggest the potential for inadequate sensor coupling. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow-up with the perfusionist (ccp) on 5-apr-2016: they use a medtronic trillium affinity nt cvr reservoir, the sensors were mounted on a flat surface and attached the level sensor to the level sensor pads within five minutes of attaching the level sensor pad, there was no visible damage to the sensor, and there was no communication issue observed between the level sensor module and the system.

Manufacturer narrative:
The field service representative (fsr) sent a new level sensor to the customer for the perfusionist (ccp) to install. The user facility¿s biomedical engineer (biomed) returned the suspect sensor to the manufacturer. During the laboratory evaluation, the reported issue could not be duplicated. The product surveillance technician (pst) examined the yellow level sensor¿s surface and noticed some wear. When attaching the sensor to a mounting pad on a water reservoir, the pst observed that the sensor did not fit as tightly as expected against the reservoir, indicating wear to the sensor¿s surface and more distance between the sensor and the fluid which has been known to cause false alarms. The pst connected the level sensor to a lab-use only (luo) level detect module connected to a system-1 simulator. No false alarms occurred during seven hours of testing. There were no logs returned for analysis therefore the complaint can not be confirmed. While lab analysis was unable to duplicate the issue, physical evidence of wear on the sensor's surface suggest the potential for inadequate sensor coupling. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the yellow level sensor was giving false alarms. The perfusionist (ccp) changed it out and that resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.